Event description:
It was reported that during a total knee arthroplasty procedure, the robotic assisted saw interface device was being used when the doctor accidentally detached the saw interface. The procedure was completed with manual instruments. During an in house engineering evaluation it was found that the device had unintended/unexpected disengagement. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown saw interface device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. Investigation summary: the sasi was not returned to medtech orthopaedics, however photos of the reported error message were provided for review. The investigation conducted showed that on intake, it was confirmed that the user accidentally unlatched sasi during resection, which lead to an application-terminating error. Engineering has determined this instance as having similar conditions to a previously-investigated application-terminating error related to the unclasping of the sasi where it connects to the planar articulator. Based on the provided confirmation that the clasp was accidentally unlatched, the most probable error that occurred was a saw3 xxx318. Based on the investigation findings, the potential cause is traced to use error due to the accidental unlatching of the sasi.